Event description:
Surgeon noticed a 2cm superficial burn over lateral portal site at completion of procedure. It was reported that the shaver was torqued against the skin and a blister marker appeared at point of contact with bur. Wound was closed and procedure completed successfully.

Manufacturer narrative:
No add'l adverse consequences have been reported from this event. This device is used for treatment. The device was rec'd and an eval was conducted. Complaint not confirmed. No problems found. Returned burr revealed no burnt marks on the shafts, shrink tubing or the hubs. Also no metal gouging found anywhere along inner and outer shafts. Complainant states that the burr torqued against the skin and made a blister but this is not likely as the outer shaft does not spin, the only part of the burr which spins is the inner shaft which is well concealed within outer shaft less the burr tip (working area). DHR not reviewed as the incorrect lot number was given by the customer. The most likely cause of the event has not been determined and is still undergoing further investigation. If add'l relevant info is rec'd, a f/u report will be submitted.